Event description:
User facility reported that following an uneventful novasure endometrial ablation procedure, the physician performed a laparoscopy and noted "blanching" on the fundus. The pt received no adverse effects as a result of this. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not know. Serial number of the rfc not provided by the complainant. Neither the disposable device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure system cannot be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).